Manufacturer narrative:
Submit date: 3/19/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to covidien that a customer had an issue with the enteral feeding pump. Upon triage on the unit, on (B)(6) 2018, service found the unit had no audible alarm.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of no audible alarm. The unit was triaged and the reported condition was confirmed. A trend has been identified and a corrective action has been opened to address this issue. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. If information is provided in the future, a supplemental report will be issued.